Manufacturer narrative:
Device was implanted in 2009. The psdv tissue is still implanted in the patient, therefore, no product was returned for evaluation. A review of the device history record was not possible, since the lot number was unavailable.

Event description:
After firing an ethicon 21mm eea stapled loaded with peri-strips dry with veritas collagen matrix circular staple line reinforcement (psvd) 21mm for creation of the gastro-jejunostomy anastomosis during a laparoscopic gastric bypass procedure, the stapler was difficult to remove due to resistance. A hole, "the size of the diameter of the physician's pinkie finger" was created as the staple was extracted, it was noted that there was no issues loading or firing the stapler. The defect was repaired utilizing an unspecified suture and hand-sewn technique. The patient was in good condition and returned home.